Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. Unit has scratched display window, cracked display window corners, cracked reservoir tube lip.

Event description:
It was reported by the mother that the customer received a button error alarm. Customer's blood glucose was 306 mg/dl. It was also reported that the insulin pump was worn in the bra with buttons facing inwards. Customer was treated with manual injections. No further information provided.